Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that the patient had a cryo-ablation procedure and an esophageal fistula occurred. Six weeks post procedure the patient died. Additional information indicated that the patient had suffered from strokes and fevers however the treating physician did not connect the symptoms to the ablation procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed system notice a system notice was received indicating that the system detected an electrical component failure (50002) with catheter 2af284/18289-100 on the date of the event. The data files also showed at least fifteen applications were performed with this catheter. This is a case related to a patient who diseased six weeks after cryoablation procedure (an esophageal fistula occurred during the procedure. Additional information indicated that the patient had suffered from strokes and fevers). The product balloon catheter was not returned. In conclusion, this is a case related to a death issue six weeks post procedure cryoablation (esophageal fistula). The product balloon catheter was not returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.